Event description:
It is reported that the pt was revised due to an unk reason.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: primary operative notes were provided and were unremarkable. Revision operative notes were provided, which noted a tiny amount of fluid to be in the joint. This was cultured, however the results were not provided. The tibial component was not found to be provided. The tibial component was not found to be grossly loose, however a gentle impaction with a drift and a mallet removed the component without difficulty. Most of the cement came out with the component. Factors which may contribute to implant loosening may be one or a combination of the following mechanisms: initial instability, debris between the implant and the bone during implantation, improper implant size for pt, poor bone quality, impingement, or post-op pt activity. This list is not exhaustive. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Without more info the exact cause for this event cannot be determined. The mfg records were reviewed and found to be conforming indicating that the devices were mfg, inspected, and packaged to spec.